Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, a push-pull test was performed at all junctions, and no disconnections were noted. The retention samples were conforming products. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) university). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set disconnected from the patient which resulted in a fluid leak. This issue occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.